Event description:
The customer reported having a major problem with the insulin pump. The caller stated that the infusion set was changed twice and her blood glucose was still over 400mg/dl all day long. The caller treated her high blood glucose with manual injections and it did drop. The customer mentioned that there are leaks at the drive support cap. The blood glucose reading was 255mg/dl. Troubleshooting was declined as customer stated that she will monitor the issue and will call back if it happens again. The customer mentioned that insulin from the reservoir leaked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-96831.